Event description:
Customer stated that the introducer perforated the vena cava superior. The patient was transferred to a different hospital where the introducer was removed. All injured layers were sewed and patient is in good condition. There was no allegation against the product.